Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer¿s blood glucose level was 219 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.